Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were unsuccessful. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The washer of the skull bolt came off and was left in the patient's head during removal surgery. The surgeon would like to know whether the washer is always set at a fixed position in packaging. Further information would be provided as soon as we receive it from the facility.